Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a call service 177 low battery warning and call service 128 replace battery alarm. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. The pump was tested for a minimum of 12 hours with a one unit per hour basal setting with no alarms, overheating, or power losses duplicated. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. No evidence of the pump overheating was duplicated during investigation. A battery was not returned with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.